Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other starclose se device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure to treat the iliac, popliteal and tibial arteries, two arteriotomy closures of a calcified left common femoral artery were attempted using two starclose se devices with a 7fr sheath. Reportedly, the starclose se clips were deployed; however, bleeding continued at both access sites requiring 10 minutes of manual arterial compression at both access sites to achieve hemostasis. Post-procedure the patient was taken to surgery for evacuation of a hematoma in the left common femoral artery. There was a clinically significant delay in the procedure or therapy due to the surgery. The physician is reported to be trained in the use of the starclose se device. No additional information provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to achieve hemostasis appears to be related user technique. The subsequent patient effect of hematoma and treatment appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.